Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product involved in this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, a cable snapped on the 8mm mega needle driver instrument while in use. The instrument will be returned for analysis. The procedure was completed with no reported injury.